Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Continued: e1- phone number: (B)(6).

Event description:
Healthcare professional reported "rupture upon insertion on the right side in the body" and "the 415 implant was placed and, at the time of 'illegible' for adjusting the 'illegible', it presented a circular rupture through which the contents are exposed". This record is for right side. Device was explanted and replaced. It is unknown if the device will be returned.